Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119188, 25119403 and 25120318 .the last three lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. From the visual inspection it was also determined that the silicone insulation was peeled away from the hot jaw. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation -peeled¿ (B)(4). Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber insulation peeled back and the jaws lifted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber insulation peeled back and the jaws lifted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).